Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe the needle pulled out of the hub and remained in the patient's leg. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when he went to push the plunger the shaft came off the hub of the needle and the was needle left in the leg. The testosterone was shot on the outside of the leg. He went to the emergency room following the incident where they x-rayed his leg and the needle was still in the leg.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe the needle pulled out of the hub and remained in the patient's leg. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when he went to push the plunger the shaft came off the hub of the needle and the was needle left in the leg. The testosterone was shot on the outside of the leg. He went to the emergency room following the incident where they x-rayed his leg and the needle was still in the leg.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.